Event description:
It was reported that, during a thr surgery, a acc 2.0mm ss cable w/clamp snapped when installing. All pieces recovered. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not harmed. No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, a acc 2.0mm ss cable w/clamp snapped when installing. All pieces recovered. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not harmed. No further complications reported.

Manufacturer narrative:
H6, h3: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cable broke in multiple pieces, rendering the device inoperative. All pieces were returned. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.